Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer experienced a loss of communication with the cardiac resynchronization therapy pacemaker (crt-p). The programmer session was ended and the device had to be reinterrogated to establish telemetry with the device again. The programmer remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: review the the data log files determined that there was a bluetooth low energy one hour inactivity timeout issue. If information is provided in the future, a supplemental report will be issued.